Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that no x-ray was possible and the image visualization system (ivs) crashed. As a result of the ivs crash, cement was injected into the incorrect position of the patients spine. At this time, siemens is unaware of the impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The reported incident was reported by siemens in doubt due to information received from the field suggesting that the surgeon had injected bone cement in the wrong place during spinal surgery. The connection of this incident to the crash of image visualization system (ivs) could not be confirmed by the investigation. Artis q biplane unit had a temporary software problem. However, it could be corrected by the implemented safety functions of the system by means of a partial reboot of the image visualization system (ivs). During this process imaging is still available in level a. This can be clearly seen in the log file and is also proven by the fact that the examination was continued with the recovered system. The error only affected level b of a bi-plan system; imaging was still available in level a, while the ivs was booting. Live x-ray/imaging was possible at all times during the procedure. For the reasons described above, circumstances of wrong cement placement are unclear. Furthermore, the described software error has already been corrected in the new software version vd11e. The concerned ivs-b bb3 pc at this customer site was exchanged by the local service organization as a precaution. Internal ID# (B)(4).